Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had a piece of plastic stuck in the guide rail track. Reportedly, it prevented the cartridge from fully sliding onto the pump. The user's blood glucose level was not impacted. The user was able to load a new cartridge successfully.